Event description:
The customer reported that during in use on a pt, the maintenance required code 3 (balloon transducer offset failure) alarm occurred on the iabp. Then the unit shut down. The pt was switched to another iabp. No pt injury was reported.

Manufacturer narrative:
The company representative powered on the device and was unable to confirm the event of the maintenance required code 3 (balloon transducer offset failure) alarm and the shutdown. The fault log also did not have the record of the error. However, error code 65 (safety vent failure) was logged in the fault log. The company representative performed shuttle transducer calibration within limits. The company representative replaced the pressure transducer (part number 0682-00-0076-01). Calibration, functional and safety tests were performed on the iabp. The iabp was found to be fully operational and was returned to the customer. The production device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. If the original pressure transducer is returned and evaluated, the results will be provided in the supplemental MDR. (B)(4).